Manufacturer narrative:
Reported event: loop broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a sensation small oval snare was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, one polyp was removed from the patient¿s sigmoid colon without any issues. When the snare was opened for a second polyp, it was noticed that the loop wire was broken. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the complaint device found the handle cannula detached. Functional testing could not be performed due to the handle cannula detachment. A dimensional inspection was performed and all the measurements were within manufacturing specifications. The complaint was not confirmed, as the handle cannula was detached and there was no malfunction with the loop. This failure was caused by improper assembly of the handle cannula during the manufacturing process. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a sensation small oval snare was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, one polyp was removed from the patient's sigmoid colon without any issues. When the snare was opened for a second polyp, it was noticed that the loop wire was broken. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.